Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was defective. There was no patient contact and the event was observed during handling. No other information was provided.

Manufacturer narrative:
Correction and additional information: section b5: additional: subsequent follow up information received from the surgery center revealed that the defect with the lens was that it would not advance in the loader and lens was not used in the case. No damage could be seen in the loader. Section h6: additional: medical device problem code: 2524 - failure to advance. Upon reviewing the complaint folder, customer confirmed that there was no damage that could be seen and the defect with the lens was that it wouldn't advance in the loader. Therefore, the event is no longer reportable and no further information will be provided under this manufacturer report number 3012236936-2022-01267. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.